Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and no delivery. The customer also experienced high blood glucose of almost at 500mg/dl, treated with manual injection. Customer declined to troubleshoot. The customer was advised to revert to back up plan.